Event description:
It was reported the subject device had no image. The issue was found during set up inspection. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.